Event description:
On october 29, 1997, nellcor puritan bennett received a call from a hosp, relaying a parent's report that the monitor activated only a visual alarm and not the audible alarm for the presented slow heart event. No death or serious injury was reported in association with this alleged malfunction. Nellcor puritan bennett tested the monitor and was unable to reproduce the malfunction. The monitor alarms performed exactly as intended per specification. Both the visual and audible alarms are designed to activate when the heart rate falls outside the settings prescribed by the physician. The audible alarms stops sounding when the heart rate returns to normal. The visual alarm is latched, which means that it will not stop flashing when the baby's heart rate returns to normal. The visual alarm can only be reset manually (by depressing the reset button).